Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 5.1, 4.3, lab: 8.2. Time between testing: 30 minutes between inratio results; 3 hours between inratio result and lab result. Therapeutic range 2-3. Patient self tester had bruising more than usual on arms and legs; bleeding when scratched. Previous inratio results: 9/3: inratio = 2.3, 9/9: inratio = 2.5, 9/16: inratio = 3.2, five minutes later 2.6.